Event description:
It was reported in a service report that the head end lift coupler was broken. The head end of the bed is at the full height and would not lower. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: head end lift motor malfunctioned.